Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that noise was also observed on the pace/sense portion of the lead prior to it being capped.

Event description:
It was reported that high impedance and low sensing were observed. Pace/sense portion was capped and replaced. Defib portion of the lead remains active.